Event description:
The or manager explained that the plate broke postoperatively at the juncture of 2 screw holes and a k-wire hole. Products will be returned once photographs have been taken at the hospital.